Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and determined that the cause of the reported issue was due to a failure of the eos power supply. The eos power supply is a part of the assembly itself. The failure of the eos power supply only affected ac operation and there was no indication of a failure of dc operation.

Event description:
It was reported that the customer's device would not complete the power on cycle when the on button was pressed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.